Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the event date, exact implant and explant dates, diagnostic testing, patient data, further event details or confirmation by the surgeon of the alleged event from the patient. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." "Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." "Caution: patients must be seen regularly during periods during periods of rapid weight loss of signs of malnutrition, anemia or other related complications."

Event description:
Patient reported that a port was replaced a little over a year ago for a leaking base plate. Patient also noted "suffered medical and emotional problems as a result" and required additional surgery for the port replacement. Has had no further issues since that revision. Not confirmed with healthcare professional at this time.